Event description:
Boston scientific (bsc) crm received info that this bsc sales rep (sr) called technical services (ts) reporting this right ventricular (rv) lead 4136 perforated the pt's heart. The pt was sent to another hosp for surgery. Post the pacemaker implant, the pt developed tamponade so the physician did not want to reposition the lead. The lead appeared to stabilize. A drain was inserted and the sr was concerned about the draining of the blood and noted that surgery was then performed to repair the heart.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.